Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the optease filter which was placed in patient on 2007, it was found to be multiply fractured, including one loose fragment retained locally in the filter. As of note, the patient had a previously attempted removal of the device however, the images from that attempt was not available. Therefore, it is not known if the fractured was spontaneous.

Manufacturer narrative:
After further review of additional information received the following sections PMA/510k, if follow-up, what type, and adverse event problem have been updated accordingly. The complaint was received via voluntary medwatch; the optease filter which was placed in patient on 2007, it was found to be multiply fractured, including one loose fragment retained locally in the filter. As of note, the patient had a previously attempted removal of the device however, the images from that attempt was not available. Therefore, it is not known if the fractured was spontaneous. The device remains implanted on patient and it¿s not returning. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿filter fractured-separated¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. As no lot number, catalogue code or other product information was supplied a phr could not be completed. According to the safety information in the instructions for use ¿warnings the optease retrievable filter can be retrieved up to and including 12 days after placement. The optease retrievable filter is considered a permanent implant if it is not retrieved within the specified time period. Retrieval of the optease retrievable filter is possible only from femoral vein approach. Retrieval is performed using the cordis optease retrieval catheter (catalog number, 466-c210f) and the recommended accessories (refer to section viii, table iii). These devices used for filter retrieval are not included in the optease retrievable filter introduction set. The IFU for optease retrievable filter retrieval is contained in the cordis optease retrieval catheter packaging. Filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. However, reports of adverse clinical sequelae from filter fractures are rare. Retrieval of the optease retrievable filter with a filter fracture present may result in complications.¿ the limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.